Event description:
The customer reported the system displayed a generator error and would not produce x-rays. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply, reseated circuit boards, and reloaded calibration files. The system operates as intended.